Event description:
It was reported via repair work order that the bed alarm speaker was not functional. It was also reported that the right zoom handle was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.